Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a being unable to obtain sensor scan results due to receiving a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and receiving a reading of 33 mg/dl on an unspecified device. Customer's family member provided "oral sugar" to the customer and no further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned the sensor patch and no issues observed. Extracted data from returned sensor using approved software. Sensor was found to be in state 5 ( normal termination). The sensor plug was observed to be seated correctly and no issues were observed during the visual inspection of the plug assembly. Sensor inserted into the sim-vivo test fixture. Performed simvivo test and results were within specification. No product deficiency was identified. This also serves as a correction report. (Initial reporter's) country was incorrectly documented in the initial MDR 30 day report. (Device mfg date) was omitted from the initial report and has been updated.

Event description:
Customer reported receiving a being unable to obtain sensor scan results due to receiving a "replace sensor" message after 10 days of wearing the adc freestyle libre sensor. Customer further reported experiencing unspecified symptoms of hypoglycemia and receiving a reading of 33 mg/dl on an unspecified device. Customer's family member provided "oral sugar" to the customer and no further treatment was reported. There was no report of death or permanent impairment associated with this event.